Manufacturer narrative:
The field service engineer (fse) found a leak at pinch valve 12b normally open yellow stripe tubing. The tubing was cut due to excessive wear. Fse verified repair per established procedures. (B)(4).

Event description:
The customer stated that cleaner was leaking (2 cups) under the apertures on the coulter lh 750 hematology analyzer and onto the floor. Leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No medical attention was sought. No erroneous results were generated for this event. There was no death, injury, or affect to patient treatment.